Event description:
It was reported that a 63-year-old caucasian female patient underwent a breast surgery with two 685cc mentor memoryshape breast implant and experienced bilateral rippling, and breast pain and a seroma on the left side post-operatively, which was confirmed via an office exam. The patient required surgical intervention. As a result, the patient underwent explantation on (B)(6), 2022. This report is for the right side device.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 16, 2022, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the mentor memoryshape¿ mh 685cc breast implant was found to have a tear on the anterior view, measuring approximately 3.3 cm. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).